Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, the home patient (hp) stated that one of the lines of an automated peritoneal dialysis set was leaking. The technical service representative (tsr) assisted the hp in ending therapy and removing the set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.